Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and under delivery. Blood glucose level at the time of the incident was 478 mg/dl. Troubleshooting was done. The customer was advised that the insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, unexpected restart error test displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).